Manufacturer narrative:
(B)(4). Evaluation summary: the actual sample was reviewed and the reported issue was not confirmed.

Event description:
Baxter (B)(4) received a report that a patient primed the set by herself and left them for a while. About 1 hour later, a leak was observed under the extraneal. There was no patient injury / medical intervention. The actual sample is available for evaluation.